Manufacturer narrative:
Checking the manufacturing charts of the component involved in the event, no pre-existing anomaly has been discovered in the items belonging to the same lot number as the device removed. We will submit the final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to dislocation. The patient had a reverse shoulder done on (B)(6) 2024. Sometime later, he dislocated his shoulder. The doctor decided to switch out his standard liner to a retentive liner. Therefore, the following component was removed and replaced with a new retentive liner: smr reverse liner +3mm d.40mm (part code 1365.50.815, lot number 24at0ur, sterilization (B)(4). The patient is a male, date of birth (B)(6) 1947. The event happened in the united states.